Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed to delivery and unspecified medication described as noncritical and the delivery was started. No specific programming parameters were provided. It was reported that 8 hours after the delivery was started, a second nurse noted the medication container was still full. No specific event details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. The customer contact reported that the nurse did not start the delivery. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The programming present in the history did not correlate with the customer contact's reported programming or event date; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.